Event description:
It was reported that the user experienced recurrent alert 38 indicating consecutive stalled motor on the ilet pump; the user noted the device battery was very low and infusion/related supplies had been in use for about four days, and the user was instructed to charge the device to at least 50 percent and replace all supplies; blood glucose was not affected, and the user is on a 6 mm/23 in cannula with dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem characterized as a mechanical problem identified; user factors of low battery charge and extended wear of supplies beyond labeling could contribute to motor stall behavior. It was concluded, based on previously established findings for similar reports, that the cause was consistent with a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.